Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level between 300 mg/dl to 400 mg/dl. The customer used a backup pump and stated that their bg level decreased to 200 mg/dl. Reportedly, the customer indicated that they would go back to using the t:flex pump.